Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "device was cutting the suture behind the bullet. Capio device was taken apart to see if bullet was still lodged in device, unable to see bullet". No report of patent harm or injury.